Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead no capture could be obtained at any output when the lead was placed in the middle cardiac vein. The lead was removed and another lead was placed in the middle cardiac vein with acceptable numbers, however during slitting the lead dislodged into the atrium. The upgrade procedure was abandoned due to fluoroscopy time, and an lv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.